Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 159 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.